Event description:
Procedure: hernia. According to the reporter: the balloon would not inflate during the case. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).